Manufacturer narrative:
Analysis of both fibers revealed blue connectors that became dislodged from their fiber with sma pins that contained a recessed fiber core and ferrule. Fiber a showed a strain relief boot that was completely melted to the fiber while fiber b showed a section of blue heat shrink above the strain relief boot that was torn and charred. These symptoms indicate that the fibers were likely reprocessed incorrectly. The recession of the fiber core and ferrule into the sma pin changed the focal point of the incoming laser energy that resulted in the break, and separation of the fiber components. Such an issue can be caused by an adhesive failure which can occur when the fiber is exposed to excessive heat over 132c or unapproved cleaning agents during reprocessing. The rfid scans indicated that both of the fibers were 100% tested and functional during routine production testing at dmta on 09/10/18. Also, fiber a's rfid scan indicated that the maximum uses of ten had been reached on a dornier rfid enabled laser out in the field which demonstrated that it is very unlikely that there were any manufacturing faults with this fiber. Fiber b's rfid scan indicated one use on a dornier rfid enabled laser out in the field which also demonstrates that it is very unlikely there were any manufacturing faults with this fiber. Both of the fibers also showed no breaks when tested on the 270 um bend test fixture. The fibers likely failed due to user mishandling during cleaning and/or reprocessing. Corrected lot number: f3418r.

Event description:
Reported fiber burn.

Manufacturer narrative:
Analysis of both fibers revealed blue connectors that became dislodged from their fiber with sma pins that contained a recessed fiber core and ferrule. Fiber a showed a strain relief boot that was completely melted to the fiber while fiber b showed a section of blue heat shrink above the strain relief boot that was torn and charred. These symptoms indicate that the fibers were likely reprocessed incorrectly. The recession of the fiber core and ferrule into the sma pin changed the focal point of the incoming laser energy that resulted in the break, and separation of the fiber components. Such an issue can be caused by an adhesive failure which can occur when the fiber is exposed to excessive heat over 132c or unapproved cleaning agents during reprocessing. The rfid scans indicated that both of the fibers were 100% tested and functional during routine production testing at dmta on 09/10/18. Also, fiber a's rfid scan indicated that the maximum uses of ten had been reached on a dornier rfid enabled laser out in the field which demonstrated that it is very unlikely that there were any manufacturing faults with this fiber. Fiber b's rfid scan indicated one use on a dornier rfid enabled laser out in the field which also demonstrates that it is very unlikely there were any manufacturing faults with this fiber. Both of the fibers also showed no breaks when tested on the 270 um bend test fixture. The fibers likely failed due to user mishandling during cleaning and/or reprocessing.

Event description:
Reported fiber burn.